Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated the day shift told they have had issues with the arctic sun device all day. Verified they were receiving alert 113 reduced water temperature control. Patient temperature (pt) was 36.6c, targeted temperature (tt) was 36c, water temperature (wt) was 32.3c. System diagnostics showed that the outlet monitor temperature (t1) was 32.3c, outlet control temperature (t2) was 32.3c, inlet temperature (t3) was 32.3c, water flow rate (wfr) was 2.1 l/m, inlet pressure (ip) was -3.9psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 100 percentage, heater was 0, water reservoir level (wrl) was 5, system hours were 9279 and pump hours were 8736.3. Advised device needs to be swapped out. Send this device to biomed labeled 113 (reduced water temperature control) not cooling. Per follow up information received via task on 17apr2026, spoke with nurse who confirmed the device had been received by the technicians. They used a second device for the patient using the same pads. No further issues to note.